Event description:
It was reported the patient had lead revision surgery the day prior to report to move the wiring. It was stated that a manufacturer representative was at the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was having a loss of therapeutic effect and went to their healthcare provider. It was found the battery was at its end of service (eos), under normal battery depletion and the patient was then scheduled for an exchange. It was later reported that during the patient's battery exchange procedure, the lead was tested intraoperatively and yielded a sub ideal motor response according to the physician. The physician then elected to replace the lead at that time as well.

Manufacturer narrative:
Product ID: 3093-33, lot# va0duwp, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmerl. (B)(4).